Event description:
Medwatch reports #mw5159589 and #mw5159588 were received and reviewed by the manufacturer. It was reported under the "outcomes attributed to the adverse event" section: other serious or important medical event, life threatening, hospitalization and death. In the description of the event, the details provided were that there was potential for asystole and death as a result of turning on the vns generators at a high level of stimulation after surgery. No specific event of death or asystole was reported, only the potential for asystole or death. Reviewing past complaint history, there has been no reports of death as a result of programming on generators after vns surgery. No other specific details regarding the FDA reportable events were provided by the anonymous reporter. No other relevant information has been received to date.

Manufacturer narrative:
H10. This report is also related to mw5159589 but would not fit in the h10 field. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.